Manufacturer narrative:
Concomitant medical products: d11694765 lead, implanted: (B)(6) 2007.

Event description:
It was reported that during use of a implantable pacing lead (ipl) insulation damage midway along lead was noted. It was also reported that a confirmed fracture occurred on the right ventricular (rv) lead. The ipl was explanted and replaced and rv lead were explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during use of a implantable pacing lead (ipl) insulation damage midway along lead was noted, a confirmed fracture, short interval counts (sic), and noise. It was also reported that a confirmed fracture occurred on the right ventricular (rv) lead. The ipl was explanted and replaced and rv lead were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.